Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, the complaint receiver was not returned to dexcom. The transmitter (part number stt-gl-003/serial number (B)(4)/lot number 5208361), being used with the complaint receiver, was returned on (B)(4) 2016. The returned transmitter was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a permanent out of range signal. No additional patient or event information is available.